Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the pcs®2 plasma collection system. Haemonetics field service engineer performed calibration verification with no issues, unit met manufacturer specifications. There was no evidence of a device malfunction found. Center reviewed systems daily event tracking logs for the previous 2 years, tracking logs reviewed no concerning trends. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On (B)(6) 2020, haemonetics was notified of a donor fatality which had occurred within 84 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, no complications or adverse events reported. The pcs®2 plasma collection system collected 879ml plasma and returned 500ml of saline per the routine procedure. The donor had completed 716 previous donations without any issues or reactions recorded. Based on video the center observed there was nothing out of the ordinary during the donation or when donor left the center. Haemonetics was notified that the cause of death was a motor vehicle accident, the local coroner did not investigate the case and no autopsy was performed.